Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported paramedics and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was seen by the paramedics with hypoglycemia. The patient's blood glucose levels reached 42 mg/dl. It was also reported that the pdm malfunctioned caused there high blood glucose levels. The patient stated that they lost the ability to think. The patient was treated with a tube of glucose. The patient was also given 6 glucose tablets and donuts of about 51g of carbs. The patient was released the same day.